Manufacturer narrative:
Failed battery test due to corroded battery tube and corroded battery cap contact. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No missing segments/partial display noted. Pump was received with broken reservoir tube lip, however test reservoir able to lock/click into place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage and plastic piece was missing. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.